Manufacturer narrative:
(H3) the investigation into the reported low pump flow has been completed since the original report was filed. Product was returned for investigation. The console was inspected and missing/broken purge disk detect flag was observed. The console logs from the reported day of event are consistent with complaint and show intermittent purge disk not detected alarm (#402) during case start, prior to pump connection. The cause of the issue was a defective component.

Event description:
The complainant reported during prep, the automated impella controller (aic) did not detect purge cassette/disc. The cassette was exchanged, but the issue did not resolve. Therefore, the aic was exchanged and the issue resolved. There was no reported patient harm.